Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, the patient was revised on (B)(6), 2011, due to a dislocation caused by a fall. The modular head, acetabular cup, and acetabular liner were removed and replaced.